Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during an unknown cycle earlier in the day. The hp confirmed he was connected at the time of the alarm. The hp further stated he cycled power to clear the alarm. The technical service representative (tsr) advised the se 2240 indicated air entered the set up. The hp confirmed to inform the nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.